Manufacturer narrative:
Full evaluation was not possible since delivery system was returned without filter.

Event description:
The user could not advance the wire or loosen the adapter. When the incident occurred, no add'l filters were available in inventory. The entire system was removed and replaced with another system.